Event description:
A report was received from the (B)(6), stating that the device had a cosmetic defect. It is known whether this event occurred during surgery. It is unknown if there was any injury or medical intervention. The date of the event is unknown. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).